Event description:
Olympus received a medwatch report, which stated "during a hysteroscopy resection of the uterine fibroids the small wire of the olympus resection electrode loop broke. The broken component was located resulting in no injury to the patient."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but received no further information. The device referenced in this report was not returned to olympus for evaluation. The facility reported that they may have had two similar occurrences in the last year, but provided no specifics regarding the second event, and stated that they may have sequestered one of the products. Olympus will continue work with the user facility to obtain additional information regarding this report. If additional and significant information becomes available at a later time, this report will be supplemented. Review of complaint trend reports for the last five years does not show an adverse trend relative to this model of device. The exact cause of the user's experience could not be determined. This is one of two reports. Please reference 9610773-2012-00002 for the second report. This report is being submitted as a medical device report in an abundance of caution.